Event description:
According to the reporter, while responding to patient in cardiac arrest, the device did not deliver a shock and it powered off by itself during the code. A back up defibrillator was immediately called for and used. Patient outcome was not reported but there were no reports of an adverse affect as a result of the use of the device.

Manufacturer narrative:
Physio-control evaluated the device, verified the reported problem and observed a 4 year-old battery installed in the device. Physio-control recommends that the battery be replaced every 2 years. The battery was replaced and then proper operations was observed through functional and performance testing. The device was returned to the customer for use. The customer maintained ownership of the replaced battery and it is not available for evaluation by physio-control.